Event description:
The customer reported that the grounding pad has air bubbles and discoloration under the adhesive gel. Initial eval of the incident pad found the foil was degraded and the pad had no resistance.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under eval. When the device eval is complete, a f/u report will be submitted.